Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as ¿dialysate was flowing on the floor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: g1: the device was manufactured at one of the following facilities: baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore. Baxter healthcare - tunisia route de chebbaou 2021oued e tunis tunisia. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.